Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Healthcare professional confirmed. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: white particles in the shell. Leak test and microscopic analysis was performed which identified: device no leakage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Patient reported a right side deflation. Healthcare professional confirmed. Device has been explanted.